Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 7.11 cm diameter abdominal aortic aneurysm proximal neck diameter was 26.2 mm. Distal neck diameter was 22.4mm. Proximal neck length was 18.0mm. Total length on the right and left were 171mm and 170mm respectively. It was reported that there was aneurism enlargement. The post-operative CT showed an aneurysm sac size of 51mm. A follow up CT in (B)(6) 2014 showed an aneurysm size of 60mm. An angiogram was unable to detect either a type I, ii, ii, or IV endoleak. The original graft was relined with an endurant ii aui device on the right. An amplatzer plug was deployed to occlude contralateral side and a fem-fem crossover was performed. It was also noted that there was an increased aneurysm sac size without a visible endoleak and that a further procedure was performed. No additional clinical sequelae were reported and the patient is fine. Review of returned cta¿s from 21 months post-implant revealed that the bifurcate was positioned just below the renals. The ipsi limb was positioned into the right common iliac, and the contra limb into the left common iliac artery; the limbs cross at the distal aorta. The max aaa diameter is approximately 65mm. There is good proximal and distal limb sealing and no endoleak is observed. Both limbs are patent. No stent graft issues are observed. Review of an angio study at 22-months post-implant did not reveal any stent graft issues; no endoleak could be confirmed. Both limbs were patent. The cause of the aaa enlargement could not be determined from these images. Earlier films post-implant and post-aui intervention were not available for review.

Manufacturer narrative:
(B)(4).